Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product anomaly. This lead was successfully replaced. This lead has not been received for investigation. No additional adverse patient effects were reported.